Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after a battery changeout on the external pulse generator (epg) the generator was noted to be "off" and very warm and the patient was asystolic. Cardiopulmonary resuscitation was required and the generator was changed out. It was further reported that initial testing found no issue with the epg and it was believed to be caused by a slow battery changeout. However, it was additionally noted that this model of epg allows pacing to continue even if the battery is inserted in the wrong orientation and polarity and further tests did show that under these circumstances the battery does overheat in this individual generator, and that inspection of the internal components under magnification revealed damage to a surface-mounted integrated circuit. The generator has not been received into service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the external pulse generator (epg) failed the incoming test for battery reversal. Analysis noted that a component on the main printed circuit board (pcb) was burned and the display board had traces of overheating caused by the burned component. Analysis also noted that four screws were missing from the epg and all bails and bail covers were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned.

Manufacturer narrative:
Product event summary: complaint confirmed. Device under test (dut) non-operational only when external battery inserted with reversed polarity. If information is provided in the future, a supplemental report will be issued.